Event description:
It was reported that the paddle lead was found to have high impedance and device was unable to be placed into MRI mode. As such the paddle lead was replaced and therapy was restored.

Manufacturer narrative:
Section b3: date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.